Event description:
Philips received a complaint on the xl device indicating that it cannot charge. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device, but the customer refused to repair the device since it was no longer covered by the warranty. Based on the information available and the testing conducted, the cause of the reported problem was not identified, and the reported problem was not confirmed. The device remains at the customer site and no further action is warranted at this time.